Event description:
It was reported the patient had his spectra penile prosthesis cylinder removed and replaced due to "left spectra ported down to rectum." No additional patient complications were reported in relation to this event.